Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm 1 occurred during basal deliveries. In addition, a cartridge alarm 6 occurred while the pump was not outside of the allowable operating altitude range. Also, an additional cartridge alarm occurred and a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. A new cartridge was loaded to resolve the issues. Customer¿s blood glucose level was 150 mg/dl.